Manufacturer narrative:
A medtronic representative visited the site to examine the medtronic imaging system, resulting in the decision to replace the umbilical cable. After replacing the parts, the representative performed an imaging system check-out and tested areas passed. System performed as intended. Part was returned to manufacturer for analysis, but as of this report analysis has not been completed.

Event description:
A site representative reported that the medtronic imaging system was unresponsive in 'initializing system please wait' status. Mvs boots up completely, but the ias remains on the 'initializing" screen. There was no patient present when this issue was identified.

Manufacturer narrative:
The analysis of the suspect interface (umbilical) cable was completed by medtronic personnel. The interface (umbilical) cable was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.